Event description:
It was reported that during a follow up visit polarity switch was seen on the right atrial (ra) lead. It was also noted that the atrial lead was thinning was which was observed in a fluoroscopy image. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.